Event description:
It was reported that during the implant attempt the lead appeared to have a possible insulation breach after it was hit with a scalpel/needle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer insulation was torn. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.